Event description:
It was reported that the device was showing pump alarm no disposable clamp tubing. Patient states air bubbles are present in tubing of cassette. Troubleshooting and patient education resolved the issue. No patient injury reported.

Manufacturer narrative:
No product or photographic evidence were provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, smiths medical will reopen this complaint for further investigation. A device history record (DHR) review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device.

Manufacturer narrative:
Initial reporter occupation was updated to non-healthcare professional on (B)(6) 2022. The information was provided in the notification email. ((B)(6) 2022 is when the missing initial reporter occupation was discovered)